Event description:
A nurse reports that due to her exposure to latex gloves, made by several different glove manufacturers, she experienced the following symptoms: hand dermatitis, hand sores, hives, wheezing, numbness and tingling of lips and tongue and tightness in throat. She states that she has been diagnosed with a type I latex allergy.